Event description:
It has been reported to philips that the fluoroscopy failed. The issue was found during clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the system failed to emit fluoroscopy intermittently. Upon functional testing, the fse found that the x-ray tube current was out of range. Fse performed the tube adjustments and informed customer to monitor the system for a few days. This issue is reoccurred after 16 days in case ID (B)(4). Fse inspected system onsite and found that the grid switch was not available, and the tube current was out of range. To resolve this issue, fse replaced the tube maximus rotalix ceramic (mrc). After replacement of tube mrc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.